Event description:
Nurse was discontinuing the catheter following an intermittent infusion. She removed the tape and statlock. When pulling on the ultrasite adapter and the hub, it separated from the actual catheter. Nurse was able to remove the catheter in its entirety with her fingers.